Event description:
It is reported that the pt was revised due to the tibia baseplate fracturing.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The device was not returned; therefore, the condition of the device could not be evaluated. However, pictures of the device were returned and it was found that the posterior medial section of the tibial plate has fractured off of the device. A complaint history search yielded no add'l complaints against this item and lot number combination. It is unk if the other implanted components were compatible with the tibial plate. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Device history records indicate all components were manufactured and inspected to spec.